Event description:
It was reported that there was a loss of therapeutic effect. The patient was having tremors again on the left side. This had occurred overnight and had started 6 months prior to the date of this report. The healthcare professional was aware. They were working with the patient to get it figured out. Therapy was working fine for a couple of years. No interventions or outcome were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v399857, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# v399857, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The cause of the event was unknown and it was unknown if it was device related. Reprogramming was needed and an x-ray was done on (B)(6) 2014. It was unknown how the patient was doing. There was a possible lead failure and troubleshooting was in progress.